Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances values were 146 ohms. The patient was then brought in for further evaluation. In other vectors, the shock impedances were 90 ohms and 179 ohms. At this time, the lead and existing cardiac resynchronization therapy defibrillator system were abandoned electrically and a subcutaneous implantable cardioverter defibrillator system was implanted. No additional adverse patient effects were reported.